Event description:
Foot switch intermittently not working. It has been reported that the footswitch was not working intermittently and x-ray was not possible. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer observed that the problem occurred in defective wired foot switch. The third-party engineer ordered and replaced new wired foot switch. After the replacement of wired foot switch system was returned to use in good working order. The codes were updated based on the investigation outcome.